Manufacturer narrative:
The product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record was performed for the finished device 00001088 number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for idiopathic ventricular tachycardia (idvt) with a carto vizigo¿ 8.5f bi-directional guiding sheath - large where valve detachment occurred. It was reported that the hemostatic valve was broken and there was blood. The carto vizigo¿ 8.5f bi-directional guiding sheath - large was replaced with an agilis¿ and the issue resolved. The hemostatic valve did not break into pieces and did not detach from the sheath. No air was introduced into the patient¿s body. The hemodynamics was not compromised and no intervention was required. It was also reported that the soundstar® eco cable was found having the connector to the piu with a hairline breakage. The connector may end up breaking inside the piu so the caller requested a soundstar® eco cable replacement. The cable issue is not MDR-reportable. The valve detachment is MDR-reportable.